Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a temperature alarm while sleeping. The customer stated that the pump was at normal room temperature alarm occurred. The customer was unable to load a new cartridge due to the alarm. The customer indicated that would use manual injections as alternate insulin therapy. There was no impact to the customer's blood glucose level.